Event description:
Hospital staff attended to a patient diagnosed in cardiac arrest. The device was used with the AED adapter to perform an automated ECG analysis and a shock was advised. The device allegedly failed to charge. Subsequently, the device also reportedly failed to respond to any front panel switches or controls. A backup defibrillator was immediately available and used to administer a shock to the patient. The pt was resuscitated. There were no adverse affects to the patient reported as a result of the alleged malfunction.